Event description:
Device: stryker pain pump 2 blockaid (575-100). Error: e4 pump failure. During patient use, blockaid stopped infusion causing uncontrolled pain. The physician elected to discontinue the perineural infusion and management the patient's post-operative pain with oral and intravenous medications.